Manufacturer narrative:
The device was not received for evaluation however, photos were provided for evaluation. Visual inspection of the provided pictures did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The picture was circled with marker and showed the location of the leak occurred at the level of the access blood header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leak was noted. There was no patient involvement. No additional information is available.